Manufacturer narrative:
This supplemental report is being submitted to provide the addition information received from the customer. Updated fields: b5, h2, h11. A definitive root cause could not be identified. However, based on the results of the investigation, the reported malfunction incompatible scope error (e315) was not confirmed, and the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: as per the due diligence (dd-222349), the correct error was an incompatible scope error (e315).

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed error code e316. The issue was identified during inspection for use. There were no reports of patient involvement.